Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. However, there was a design change to enhance to the resistance of the power switch. The devices included within the design change have been shipped since dec. 11, 2013. The subject device of this report was manufactured prior to the design change (see h4). As a result of the legal manufacturer's investigation, it is likely the operating force applied to the power switch and the number of times exceeded the original assumption, leading to the power switch malfunction. Olympus will continue to monitor field performance of this device.

Event description:
The customer reported to olympus the power button was stuck in and the power would not turn on during preparation for use. No patient involvement reported.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event and the power switch is damaged and outdated. The device ventilation system was clogged and had dust buildup, there was minor cosmetic damage and the switch needs to be upgraded. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.